Event description:
It was reported that the patient presented for follow up with over-sensing exhibited by the right ventricular (rv) lead. No interventions were reported. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the patient experienced discomfort after the right ventricular (rv) delivered inappropriate shock. Poor sensing and capture thresholds were observed, and lead dislodgement was suspected. An attempt was made to reposition the lead on (B)(6) 2025. However, the helix failed to extend after it had been retracted. The lead was ultimately left in the initial position. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.